Event description:
It was reported that during an ultrasound guided biopsy, after properly priming the device, the device fired several times without pressing the side or rear trigger. The procedure was completed with another device. A coaxial was not used. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.